Event description:
At approx 1:10 am on 2/4/94 resident grabbed side rail to assist with turn in bed. Weld on side rail mounting tube gave way resulting in disconnect of side rail from lower end of bed. Resident fell out of bed onto the floor resulting in a fractured hip requiring surgical intervention.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: other. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: component failure, manufacturing. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.